Manufacturer narrative:
On 6-nov-2025, bwi received additional information regarding the event. The report indicated that he noise occurred on all channels (all monitors, ep, anesthesia (unsure about defibrillator)) only for a for few seconds. Thus, the physician implied that the delay did not contribute to a death or a serious injury to the patient and no intervention was provided. (No serious safety impact). Patient details: male, 59 years old, no coronary disease. Patient follow-up: the day after the procedure cardiac ultrasound, ECG (electrocardiogram) and blood test were performed and everything was normal. Since then, the patient shouldn¿t had any additional follow-up. The atrial fibrillation that induced is part of the procedure to treat the arrhythmia and not caused by the current leakage that disrupted the EKG and intracardiac signals. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the manufacturer investigated the device; however, the reported issue cannot be reproduced. There was insufficient information provided to replicate the problem, and further investigation is not feasible at this time. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the system #11886, and no internal actions related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation / pulmonary vein isolation ablation procedure with a carto 3 system and varipulse catheter and mid-procedure there were 4 instances of leakage current errors on the catheter. There was signal noise on all body surface and intracardiac channels. There was no available means with which to monitor the patient's heart rhythm when the noise issue was present. The noise issue occurred while the affected catheter was inside of the patient's body. For troubleshooting, the cable between the generator and catheter was replaced. The cable between the generator and patient interface unit was also replaced. However, neither of these cable changes resolved the issue. Once atrial fibrillation was induced again, the medical team received a lot of artifacts. The team verified that there was no visible damage to the devices used. There was a 40 minute procedural delay. Based on the available information, it is unclear how the issue was resolved or how the procedure was completed. No patient consequences were reported. This event will be reported for both the carto 3 system and the varipulse catheter. This report is for the carto 3 system.

Manufacturer narrative:
On 20-nov-2025, bwi received additional information indicating that the physician believed the reported issues were attributable to the trupulse generator. A third 3500a initial report has been submitted for the trupulse generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).